Event description:
It was reported that the customer's pump unexpectedly shut down without any apparent reason. There was no information provided about the impact on blood glucose level. No further information was received regarding the outcome of the event or any actions taken.